Manufacturer narrative:
Follow-up #1: date of submission 09 oct 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: review of the black box data revealed that records from the data of the alleged issue had been overwritten due to continued patient use. The available black box data showed evidence of partially discharged batteries being installed on (B)(6) 2017. No moisture/corrosion was observed in the battery compartment. On investigation, the pump powered on with returned battery cap. The battery cap was unable to fully tighten. The battery compartment was confirmed to be cracked . Electrical current draws measured within specification. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump's interior components. Investigation confirmed the damage but did not duplicate a battery life issue; partially discharged batteries were inserted into the pump by the user.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.